Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call post reset ram crc error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the post reset ram crc alarm was performed. Customer advised the display screen was damaged in addition to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Unit was received with operating currents within specifications. Unit passed self-test. The battery was removed from insulin pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error alarms were noted. Unit was received with missing serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.